Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing, which was noted on a stored electrogram. Programming changes were made and the patient condition was fine with no problems.